Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, coma and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian (lg) that the patient sought medical attention from the paramedics and had been hospitalized at harzklinikum hospital with hyperglycemia and coma on (B)(6) 2026. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod. Symptoms reported include feeling unwell and ketoacidosis. The patient was treated with intravenous insulin. The patient reportedly has not been discharged yet. The pod was removed by the paramedics.